Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. A field service engineer (fse) verified the customer issue where the medstation would not power up. Removed all connections from the communication sled board, but the station still did not power on. Determined the power supply needed replacement. Replaced the power module, and the main station powered up successfully. Customer verified the station was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "sci-f1 no power" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) verified the customer issue where the medstation would not power up. Removed all connections from the communication sled board, but the station still did not power on. The fse determined the power supply needed replacement. Replaced the power module, and the main station powered up successfully. Customer verified the station was functioning normally. During dchu visual inspection o p/n 136617-03: the external inspection showed no signs of physical damage or any other anomalies observed. During dchu testing o p/n 136617-03: due to a non-functional fan, no further testing was required. The power supply board and the chassis exhibited signs of thermal damage, and no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "sci-f1 no power" was determined to be a faulty "assy power module med", p/n 136617-03, due to a thermal damage. Potential contributing factors include excessive current due to an electrical short, internal component failure, or mechanical stress. However, the exact origin of the failure could not be conclusively determined.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the no power issue was due to thermal damage in the power module assembly, resulting in power supply failure. There were no adverse events or injuries reported based on this event.